Event description:
It was reported, by the pt, that following a coronary drug eluting stenting treatment procedure, the pt has experienced alopecia and chest pains. A taxus express2 was implanted in an unknown coronary artery. Five days post implantation the pt reported that 3/4 of their hair had fallen out while washing it. It was also reported that the hair is not growing back. Multiple attempts to obtain further information from the hcp have been unsuccessful.